Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 base of jaws getting caught on the tip of the cannula, while ligating. No patient harm. No additional incisions. Finished case using defective kit. Case lengthen a little by dealing with issue.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) a lot history record review was completed for lots 25159941, 25160076, and 25160132 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month complaint trend data for the period nov -2019 through oct-2021 was reviewed. Run rule was triggered for the month of oct 2021. The trigger is addressed under crf. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.